Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported the controller was locked up and couldn't turn on and patient couldn't charge the implant all the way; the issue began about 3 days ago. Implant wouldn't charge above 50%. Patient was instructed by the representative to turn the battery pack over and insert it and patient couldn't insert the battery by turning it over; agent reviewed battery information. Patient noticed there was a loose screw in the controller while resetting the controller. During the call patient denied damages on the recharger and battery pack. Agent sent email to repair to replace the controller. Patient saw their healthcare provider (hcp) at the hospital and hospital stay was not related to the device. Patient requested for replacement controller to be sent to an alternate address. No new information. Patient weight was asked, but unknown. Pt received a replacement controller, but still  had issues recharging the ins even with excellent quality. No indication of patient harm.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6): product type recharger product ID 97745 serial# (B)(6). Product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID 97745 serial# (B)(6) was returned for product analysis. Analysis found the front case was cracked causing case se paration, charge issues, power loss and blank/white display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (B)(6); product type: 0201-programmer patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported the controller was locked up and couldn't turn on and patient couldn't charge the implant all the way; the issue began about 3 days ago. Implant wouldn't charge above 50%. Patient was instructed by the representative to turn the battery pack over and insert it and patient couldn't insert the battery by turning it over; agent reviewed battery information. Patient noticed there was a loose screw in the controller while resetting the controller. During the call patient denied damages on the recharger and battery pack. Agent sent email to repair to replace the controller. Patient saw their healthcare provider (hcp) at the hospital and hospital stay was not related to the device. Patient requested for replacement controller to be sent to an alternate address.